Event description:
Hot water bottle. Vistor requested something for comfort. Visitor given a hot water bottle with machine heated water inside. Site reporter states the staff member poured the hot water into the hot water bottle from the hot water available from the coffee pot which also dispenses hot water. Staff member then covered the hot water bottle with a pillow case. Visitor placed between themselves (on back) and chair and went to sleep. Developed a blistering burn 1st and 2nd degree. Site reporter states there were no instructions or manufacturer recommendations to accompany the hot water bottle as this was a "very old" device described as "the red, rubber" hot water bottles. Since this incident, these hot water bottles are no longer in use and have been removed from the facility. The coffee pots and hot water dispensors are now labeled with stickers stating "not for pt use". The facility's root cause analysis team is continuing to develop policies and protocols for hot and cold devices, such as compresses and warm soaks and staff education continues concerning these policies. Innappropriate use of hot water bottle.